Event description:
Customer reported that the rn answered the patient's call light sometime around 0800, and found the bed covered in blood. The blunt tip cannula of the IV connector had become separated from the IV tubing, so patient was bleeding from the IV, as well as fluids running into the bed. No patient harm or medical intervention required. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The set has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation is completed.